Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the blue handle didn't hold the screwdriver shaft and therefore could not hold the screws to be inserted. No further information has been made available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned two handles noted wear on the handles indicative of use. The product fails to secure the gage because the screw hole in the handle is stripped and doesn't allow the screw to travel deep enough to engage the drill bit. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the blue handle didn't hold the screwdriver shaft and therefore could not hold the screws to be inserted. No further information has been made available at this time.